Manufacturer narrative:
Further evaluation determined that the trigger on the device was stuck in the end position; and that the position bore from trigger to control, pusher was jammed in the end position and the positioning hole of the pusher was worn out. Furthermore, the device was determined to have failed pretest for trigger test and mode switch test. An additional assignable root cause was determined to be due to premature wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery oscillator device trigger was blocked, jammed and moved heavy. It was further determined that the device failed the following pre-tests: trigger test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.